Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 24 months post stent graft implant the patients aneurysm was expanding due to a type ii endoleak. The patient elected to have open surgical repair using a conventional graft. The stent graft and its components were removed from the patient. There were no additional clinical sequelae reported. The patient is fine. The explanted stent graft and its components were discarded by the user facility.